Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. (Expiration date) and (device mfg date) were updated based on returned product download. (Serial number) was updated from (B)(4).

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Contamination was observed on the pcba (printed circuit board assembly). The debris observed is most likely the aftermath of the sensor plug being removed during product return investigation as the debris may have dislodged from the sensor plug or sensor housing and landed in the pcba triangle indicating it was not present prior to its removal. The current was applied to the sensor to perform accuracy testing while in the text fixture. All results were within specification. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Extended investigation has been performed on the returned sensor. Observed discoloration on the plug contact points. The discoloration appears to be small variations in the gold-plating process during manufacturing. Pqe (product quality engineering) determined the discoloration observed was not severe enough not severe enough to have any impact on the sensors accuracy. No issues were found during testing, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.